Manufacturer narrative:
(B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "the nurse was cleaning the jaws as soon as possible, but they remained too often glued on the tissues. The device remained completely stuck 3 times requiring a specific movement for take off. The nurse had many difficulties to clean the jaws of the clamp. Event sample has been destroyed by hospital. A representative unit of the same lot is available for evaluation." Patient status: ok.

Manufacturer narrative:
Investigation summary: the subject product was not returned; however, a representative sample from the same lot was returned. In the absence of the subject device, it is difficult to determine the root cause of the incident. The root cause of the incident remains unknown as engineering was unable to confirm the incident without the subject device. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.